Event description:
It was reported patient's ipg is unable to communicate with external devices. It was reported the patient has not charged for over six weeks and is without stimulation. The patient is scheduled for an ipg replacement to address the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.